Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the size 8.0 inner cannulas were reportedly falling out and not clicking into size 8.0 trach. This happened with 4 different trached size 8.0 patients. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Updated investigation: the root cause was identified as outside diameter (od) over bumps out of specification to flash on supplier tool (cavity 2) action taken: supplier mold was repaired to remove burr on cavity 2. Supplier updated inspection test method to align with ICU medical method. ICU medical inspection procedure released with new inspection method ¿click fit od - over bumps¿ to perform sampling during receiving inspection.

Manufacturer narrative:
D1 - brand name; corrected. H3 and h6. Component and evaluation codes: updated. Forty-nine device samples for the reported lot number were received in unused condition and in its original packaging. Per visual inspection, no damage was identified in the samples returned. A bluselect tracheostomy tube of the same size (8mm) as the sample returned by the customer was taken and the cannulas were inserted to verify if the cannula fits correctly into the tracheostomy tube. The cannula was not correctly fitted into the tube and to verify, the pieces were placed upside down and the cannula did disassemble from the tracheostomy tube. The complaint was confirmed. Root cause and action taken will be determined through a run rate trending process as applicable. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.